Event description:
It was reported that a chest drain valve from a simple pneumothorax aspiration accessory set did not provide air evacuation. The device was required to treat a tension pneumothorax during a life flight transport. A chest tube was placed in the patient for continuous air leak with manual evacuation. Then the chest drain valve was placed; however, air no longer evacuated and began to reaccumulate in the patient's chest. As result, the patient decompensated with low heart rate and low oxygen saturations. The valve was subsequently removed and air was evacuated manually until the patient arrived at the receiving hospital and dry seal suction was applied. No further decompensation related to air in the chest was experienced for the remainder of the transport. Further communication with the customer confirmed the device was applied to the patient in the correct orientation; the blue end of the device was closest to the patient. It was also noted that "seasoned personnel" placed the device.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation-evaluation: (B)(6) medical center (united states) notified cook that on (B)(6) 2022 the cook chest drain valve in a simple pneumothorax aspiration accessory set (rpn: c-casp-a-ford; lot# unknown) did not facilitate air evacuation. The device was required by an infant for treatment of a tension pneumothorax during an air ambulance transport. A chest tube was placed for continuous air leak with manual evacuation. When the user attached the cook chest drain valve to the chest tube, air no longer evacuated and reaccumulated in the patient¿s chest. The patient decompensated with a low heart rate and low oxygen saturations. The cook chest drain valve was then removed, and the air was evacuated manually for the remainder of the transport. There was no further decompensation related to air in the chest for remainder of transport. When the patient reached the receiving hospital, dry seal suction was applied. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, drawing, quality control, specifications and trends of the device, as well as a visual inspection, functional test, and inspection of unused product, were conducted during the investigation. The complaint device was not returned to cook for investigation. However, the user facility returned thirteen devices of the same rpn to aid in investigation. Two opened, prior to use devices were returned as well as ten sealed and one in an open inner pouch. A syringe was used to test the devices. Air did not pass through and there was no movement of the inner valve. Water was then pushed through the syringe, and water passed through. However, the valve appeared to stay stuck near the corners and would not open entirely. These two devices were captured in mfg. Report reference #: 1820334-2022-01497. The user also returned 11 additional devices (ten sealed, one in an open inner pouch). The same issue tests were performed, and the same failure was noted in all 11 additional devices. These devices are captured in the following reports: 1820334-2022-01564, 1820334-2022-01566, 1820334-2022-01567, 1820334-2022-01568, 1820334-2022-01569, 1820334-2022-01570. The device master record (dmr) was reviewed and device drawings, quality control procedures, and specifications were identified. Sufficient controls are in place to detect to prevent the release of nonconforming product. Cook could not review the DHR due to lack of lot information from the user facility. Review of the sales records to the user facility from 01jan2019-06sep2022 could not sufficiently narrow down the lot number. However, an expanded search of complaint history has shown no incidents of the inner valve adhering to itself/unable to pass air other than those reported by the same user facility. A review of nonconformances on this rpn and the chest drain valve sold individually (c-cdv-1) from 01oct2020 through 01jul2022 did not show relevant nonconformances. The chest drain valve component is supplied to cook by an external supplier. There were no abnormal processing conditions nor manufacturing related issues identified by the supplier or sub-supplier. The sub-supplier identified transportation/storage as a possible cause of failure. The information provided upon review of the dmr, returned devices, and supplier investigation suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. The complaint was confirmed based on customer testimony and investigation of the returned devices. The user was unable to provide the storage conditions of the failed devices, however the user did indicate that the complaint device was used during an air ambulance case. Cook has concluded the most likely cause of failure is related to storage conditions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. The risk assessment for this failure mode was reviewed, and no action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.